Event description:
It was reported in a service report that the right top rail of the stretcher is broken and the side rail will not lock in the raised position. The user facility was unable to provide any info as to whether there was pt involvement or adverse consequence associated with the identified issue.